Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age not provided by reporter. This report is for unknown number of screws, unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a plate is broken postoperatively. The patient underwent revision surgery to remove the broken plate. Plate is broken postoperatively. Plate revised. An update was received on dec 11, 2015 with an updated device report and pictures were available. The pictures indicate that there were screws that were also broken in addition to the plate. No further information is available at this time. Unknown when the screws broke or if there were any retained pieces. The complaint was updated to include the broken screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the relevant measurable dimensions of the lcp-df plate and cortical screw were as far as possible checked and found to be in compliance with the technical drawings. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards for implants for surgery, ti-6al-7nb. Both fracture surfaces are homogenous, which indicates material conformity. The evaluation of the plate has shown that there is broken at the fifth hole and showed multiple marks and scratches on all sides of the part. The evaluation of the cortical screw has shown that the tip is broken off and the broken part is missing. The part also showed multiple marks and scratches on the threads of the screw. Finally we are based on the provided information we are not able to determine the exact cause of this breakage. It is likely that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure of the nail. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (510k): fourteen screws were explanted from the patient; however, it is unknown which and how many of the following screws were discovered to have been broken: qty 1, part number 414.040, lot number 8053918, 4.5mm ti cortex screw 40mm: device product code-hwc; common name- screw, fixation, bone; 510(k) k112583. Qty 1, part number 404.836, lot number 8726782, 3.5mm ti cortex screw self-tapping 36mm: device product code-hwc; common name- screw, fixation, bone; 510(k) k112583. Qty 3, part number 422.404, lot unknown , 5.0mm ti locking screw self-tapping 18mm: device product codes-hwc, hrs; common name- screw, fixation, bone; 510(k) k961413. Qty 1, part number 413.332, lot number 8466161, 5.0mm ti locking head screw self-tapping 32mm: device product code-ktt; common name-appliance, fixation, nail; 510(k) k000682. Qty 1, part number 413.336, lot number 8145364, 5.0mm ti locking head screw self-tapping 36mm: device product code-ktt; common name-appliance, fixation, nail; 510(k) k000682. Qty 1, part number 413.336, lot number 8270130, 5.0mm ti locking head screw self-tapping 36mm: device product code-ktt; common name-appliance, fixation, nail; 510(k) k000682. Qty 1, part number 413.338, lot number 8692916, 5.0mm ti locking head screw self-tapping 38mm: device product code-ktt; common name-appliance, fixation, nail; 510(k) k000682. Qty 1, part number 413.338, lot number 2612267, 5.0mm ti locking head screw self-tapping 38mm: device product code-ktt; common name-appliance, fixation, nail; 510(k) k000682. Qty 2, part number 413.340, lot number 8521593, 5.0mm ti locking head screw self-tapping 40mm: device product code-ktt; common name-appliance, fixation, nail; 510(k) k000682. Qty 1, part number 413.340, lot number 8154279, 5.0mm ti locking head screw self-tapping 40mm: device product code-ktt; common name-appliance, fixation, nail; 510(k) k000682. Qty 1, part number 413.346, lot number 7854291, 5.0mm ti locking head screw self-tapping 46mm: device product code-ktt; common name-appliance, fixation, nail; 510(k) k000682. UDI# are unavailable at this time. Patient code (B)(4) fall entered in error. Patient did not fall.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on december 11, 2015. Fourteen screws were explanted from the patient; however, it is unknown which and how many of the screws were discovered to have been broken.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Event date: unknown. Additional product code: hrs manufacturing location: (B)(4). Manufacturing date: november 16, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight initially reported of (B)(6) is correct. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is medwatch follow up #4. A manufacturing investigation was performed for the subject device (3.5mm ti cortex screw self-tapping 36mm, part number 404.836, lot number 8726782). The subject device was not returned in its original packaging. The laser etching is legible. The device is broken at the end. The end (tip) of the device was not returned. The device shows multiple marks and scratches on the treads of the screw. The subject device dimensions relevant for the function of the product were measured and were found to be within manufacturing specifications. A review of the device history record review of the reported lot did not reveal any abnormalities or deviations which could lead to the complaint condition (as previously reported). The material release certificate for the raw material lot used was also reviewed and was found to be within specification. The complaint condition is confirmed; however, the complaint is not valid from a manufacturing standpoint, as no manufacturing-related issued were identified. Medwatch follow up #3, mw-(B)(4) was mistakenly entered as follow up #4. Event clarification/correction and report number correction. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on february 9, 2016. During the investigation of the received devices, it was confirmed that one 3.5mm titanium (ti) cortex screw had broken postoperatively. The remaining three screws (5.0mm ti locking screws) were received intact. The reported plate was received broken as initially reported. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Corrected data: follow up report 1 was initially submitted with incorrect follow up number 2 on january 06, 2016. On december 19, 2019, it was requested that a follow up report with number 1 be submitted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.